Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation, pneumothorax and pericardial effusion. A 4.00 x 19 mm graftmaster covered stent was deployed; however, failed to completely seal the site at which it was deployed. An additional 4.00 x 16 mm graftmaster covered stent was deployed as intervention to successfully seal the perforation. It was reported that the use of the graftmaster stents did not cause additional complications/ adverse events or result in a clinically significant delay in the procedure. The patient had a myocardial infarction (mi) and expired post procedure. The physician reported that the graftmaster stents did not cause or contribute to the mi or patient death in any way, as the patient's health was declining towards death prior to the graftmaster use as a result of the perforation, pneumothorax and pericardial effusion. No additional information was provided.